Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient's device seemed to be moving out toward the skin. The surgeon said it needed to be implanted deeper. The patient also reported that it never hit the involved area. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient's ins moved too close to the surface. Healthcare professional (hcp) surgically moved the ins over to the side and that resolved at that time. No further complications were reported. No patient symptoms were reported.